Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspected noted slight bunching of the insulation in several places, indicative of placement in constricted space. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that decreasing pacing impedances and low amplitudes were noted on this newly implanted right ventricular (rv lead). A chest x-ray was performed and noted the helix mechanism was under-deployed. This right ventricular (rv) lead was subsequently replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that decreasing pacing impedances and low amplitudes were noted on this newly implanted right ventricular (rv lead). A chest x-ray was performed and noted the helix mechanism was under-deployed. This right ventricular (rv) lead was subsequently replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.